Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) for hemostasis of an iatrogenic pseudoaneurysm with bleeding in the right common iliac artery. After inserting a 7fr sheath with ipsilateral access and advancing a guidewire (v-18), the bleeding point at the distal right common iliac artery was confirmed by angiography. The viabahn device (jhjr070502j) was successfully implanted in the target site. Angiography revealed antegrade bleeding due to a proximal type I endoleak, so it was decided to implant an additional viabahn device (jhjr080502j) proximally. During the deployment of the second viabahn device, the deployment line got stuck and was not able to be pulled further. The physician stopped deploying and attempted to pull out the entire viabahn device, but during the withdrawal, the stent graft was unintentionally deployed in the right external iliac artery, which was not the target site. Removing the deployed stent graft was judged to be difficult, and it was implanted in the right external iliac artery as it was. The delivery catheter will be returned to gore for further investigation. The third viabahn device was successfully implanted in the right common iliac artery proximally instead of the second viabahn device. After post-dilatation with a balloon (shiden), hemostasis was confirmed by final angiography. The patient tolerated the procedure.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed and the device met all pre-release specifications. The delivery system was returned to gore, but as reported, the endoprosthesis was not included in the returned items as it remains implanted. Evaluation of the returned delivery system could not identify any product performance related observations; evaluation of the returned delivery system was unremarkable, and the deployment line appears intact and has been pulled through the delivery system as expected. Cause of the reported event cannot be established based on evaluation of the returned delivery system and the information reported to gore, therefore this investigation is considered complete.